Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that 5 days after heartmate 3 implant the patient passed away due to multi-system organ failure. The patient was very sick with no specific event leading up to the death, and the cause of the multi-system organ failure was not identified. The outcome was not device or therapy related, the device operated as expected, and the device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2021 due to multi organ failure. The patient was very sick leading up the events. The device operated as expected and the patient outcome was not device related. The device was not explanted and will not be returning for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 entitled ¿introduction¿ lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.